Event description:
Procedure type: lsh. According to the reporter: while placing two trocars, one of the versaport v2 trocars pierced the external iliac artery causing 2100cc of blood loss and conversion to an open procedure. The dr had to push to gain access through the thick abdominal wall. A general surgeon scrubbed into the case to repair the iliac artery. Transfusion occurred, 3 units. Pt hospitalization was extended due to post op fever.

Manufacturer narrative:
Date initial report sent: 08/04/2008.